Event description:
It was reported that during a reverse shoulder arthroplasty performed approximately three (3) weeks ago, two separate 2-prong glenosphere impactor/inserter holders fractured when attempting to be impacted into place with a metal mallet. The procedure was completed using a third glenosphere implant holder. The patient retained no foreign bodies and there were no reported consequences as a result of this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event; please see the associated report: 0001825034-2023-02373 d10: item number: 110028879 lot number: unknown e1: full establishment name - thunder bay regional health sciences centre g2: foreign - the event occurred in canada the customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item number: 110028879. Lot number: 250250. The reported event is confirmed for 1 (one) impactor but not the other. Only 1 (one) fractured pad was returned, and the provided picture is not clear enough to determine if both pads broke. Visual examination of the returned product/provided pictures identified both items show signs of use with gouges on the strike plate. Lot number 803760 also has some damage to one of the prongs. There was also one piece of the black poly inserter end cap returned. Unable to identify which inserter it belongs. The picture provided showed 2 (two) pads, but it wasn't clear if both were broken. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.